Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced potential far field over sensing of the r-wave on a remote monitor transmission. Follow up revealed no intervention of the lead has been taken at this time. No patient complications have been reported as a result of this event.